Event description:
It was reported that the surgeon used the baseplate inserter to attempt to remove a baseplate. The baseplate was well fixed and it deformed the baseplate inserter. Removal was due to patient infection.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.